Manufacturer narrative:
The device history review (DHR) for serial number (B)(6) did not identify any deviations or non-conformances related to the event. Device engineering logs for the reported date were reviewed. The logs confirm multiple insulin occlusion alarms were generated and acknowledged by the user. Insulin delivery was resumed following tubing fills. No motor errors or evidence of inaccurate dosing were found. A dexcom g7 sensor was in use, and insulin delivery was requested in regular intervals in response to cgm glucose values. Alerts for occlusions and other system states were appropriately triggered and acknowledged. The ilet functioned as intended. Based on available information, no device malfunction was confirmed. Should additional information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2022, a caregiver reported that following a supply change, the user experienced an occlusion alert after a meal announcement. The alert was cleared, and a fill tubing was performed to address potential air in the infusion set line. No further occlusion alerts occurred after reattachment. Blood glucose was not affected.